Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that its lcd touchscreen would intermittently go black. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an intermittently black lcd touchscreen was confirmed. Ventec observed that the connector on the lcd touchscreen was loose and when applying pressure to the connector, the display would flicker. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen connector. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.